Manufacturer narrative:
H6: problem code 2907 for the reported event of fiber tip detached. H10: investigation results one flexiva 200 tractip laser fiber was returned in one piece with the tip detached. The piece measured approximately 315.7 cm from the top of the connector and includes a portion of the distal tip. Exposed glass portion of the distal tip measured approximately 0.5 mm and was consistent with a fractured, likely as a result of handling during the procedure. Examination under magnification revealed that the fiber tip was fractured with a portion detached. Visual examination confirmed that light was able to passed through the sma connector, indicating there was no damage or discontinuity to the fiber within the connector. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the tip detachment occurring during used, resulting in a misfire. The condition of the returned device confirmed the event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on january 23, 2019 that a flexiva 200 tractip laser fiber was used for a procedure on (B)(6) 2019. According to the complaint, during the procedure, it was noted that the tip of the laser fiber broke off in the navigator sheath inside the patient. Reportedly, the detached portion was successfully retrieved from the sheath and no pieces remain inside the patient. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser was used for a procedure on (B)(6) 2019. According to the complaint, during the procedure, it was noted that the tip of the laser fiber broke off in the navigator sheath inside the patient. Reportedly, the detached portion was successfully retrieved from the sheath and no pieces remain inside the patient. Attempts to obtain additional information regarding this event have been unsuccessful to date.  Should additional relevant details become available; a supplement report will be submitted.